Event description:
It was reported that the user¿s blood glucose often declined into the 60 mg/dl range for approximately 10¿15 minutes in the mornings, and review indicated that nighttime snacks were not being announced to the ilet, leading to elevated glucose overnight followed by morning lows; education on announcing carbohydrate intake was provided, and oral glucose treatment guidance was reviewed. Symptoms included hypoglycemia and hyperglycemia ranging from 56 mg/dl to 338 mg/dl. Outcomes included no hospitalization and self-management with oral glucose as needed. Investigation included device data review and product use evaluation. Investigation of this case revealed user-related use error, specifically missed meal announcements, with the device and components performing as intended. It was concluded, based on previously established findings for similar reports, that the cause was use error due to failure to announce carbohydrate intake.